Event description:
(B)(4).

Manufacturer narrative:
There was no malfunction of unit reported by hospital; they did not return due to this. The doctor was using a non-karl storz grasper that was shorter than the one recommended for use with karl storz blade. The 36cm in length karl storz clickline instruments are designed to work in concert with the rotocut's cannulae to minimize exposure of the cutter blade, whereas the 32cm non-karl storz instrument cannot fill the cutter's lumen and exposes the blade to potential unintended tissue contact. Hospital was provided an in-service to address proper use and assembly of the device.